Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: visual inspection: the hand w/q-coupl (p/n: 397.700, lot#: unk) was not returned and an empty shipment (ups) package was received at us customer quality (cq). Upon visual inspection, the package had a hole inside. No other issues were identified with the returned package and no further investigation was performed as the device was not returned. Device failure/defect identified? No. Investigation conclusion: the complaint condition was not confirmed for the hand w/q-coupl (p/n: 397.700, lot#: unk) as an empty shipment was received without the device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on february 26, 2021, it was found in sterile processing to have a large piece cut out of handle with quick coupling. There was no procedure and patient involvement. This complaint involves one (1) device. This report is for (1)handle for gouges & chisels qc. This report is 1 of 1 pc (B)(4).